Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 453 mg/dl. The customer treated with a bolus. The customer stated that she has been sick and it is the reason why she has high readings. The customer was assisted with meter questions. The customer declined to troubleshoot for high readings.